Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. Event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120 correction: device manufacturing date: 01-sep-2021.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional evaluation to include a manufacture utility test was performed. Non-destructive analysis of the pump could not be performed due to an inoperable downstream occlusion sensor. Error codes were not found in the device event history log. Results: the customer reported problem was duplicated. The device failed to calibrate using occlusion calibration station number 1. The downstream occlusion sensor millivolts (mv) sits at 400mv and decreases mv when applying pressure. The device alarms for cassette not attached properly when attaching a cassette. The downstream occlusion sensor (dso) seal was found to be improperly assembled; excessive glue was used to glue down the dso seal onto the bezel. This may have caused the calibration issue. Root cause of the reported event would be attributed to the customer having repaired the device outside of the manufacturer and for having applied excessive glue to the downstream occlusion sensor seal onto the bezel. It was recommended that the downstream occlusion sensor be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.